Event description:
It was reported that two batteries overheated while charging. There was no pt involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The batteries were returned to the MFR for eval. According to the quality investigation, there was no sign that the batteries were deformed or had overheated. The batteries did not overheat when charged at the MFR. The complaint was not confirmed.